Event description:
It was reported that the customer went to the emergency room and was subsequently admitted into the intensive care unit (ICU) for an elevated blood glucose (bg) level with ketones; bg value was not provided. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged 2 days later, (B)(6) 2025 with the issue resolved and no permanent damage.